Event description:
The patient reported that they have had multiple v-go 40 devices not sticking and falling off after about 1 hour of use. The patient stated that they had this occur in march, april, and may, however no specific event dates were provided. The patient is legally blind, so their spouse applies the v-go. The v-go is applied on the abdomen, and it was reported that they do not wipe the application site with alcohol prior to application. The devices are not available to be returned to the manufacturer for evaluation.